Manufacturer narrative:
The device was returned for analysis. The reported clip deployed at end of the device was not confirmed, as the clip was not returned. A review of the manufacturing records, revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history, identified no similar incidents from this lot. Reportedly, the starclose se device was being used in an area with calcification. It should be noted, that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown, if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, all clicks were heard at steps 1-4. Before pressing the trigger button, when pushing the device against the artery, maybe too gently, no pulsation was felt. After pressing the trigger button the device was maintained for a few seconds. The starclose se device was removed and the clip was visible at the distal end of the clip delivery tube. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.